Event description:
Complainant alleged that during functional testing, the device's display blanked out. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the logs were reviewed. The activity log showed multiple instances on (B)(6) 2025 where the device experienced a reset during charge or discharge events. No associated fault messages were captured in the logs. The device underwent extensive testing at zoll chelmsford; however, the reported issue could not be replicated. All buttons and alarms functioned as intended. An internal inspection was performed, and the device successfully passed all functional testing, including impedance calibration, defib/pacer stress testing, bench handling, and defib cycling. Based on the log review, the pd engine was replaced to reduce probability of recurrence. Pd engine scrapped. No emerging trend based on similar reports.